Event description:
Material no. 367815, batch no. 9108619. It is reported that before use of the bd vacutainer® serum blood collection tubes the labels are lifting from tubes. The following information was provided by the initial reporter: "labels peeling away from tubes."

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although no samples or photos were available for evaluation, bd has initiated further investigation relating to label lift through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367815, batch no. 9108619. It is reported that before use of the bd vacutainer® serum blood collection tubes the labels are lifting from tubes. The following information was provided by the initial reporter: "labels peeling away from tubes."